Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon impacted the stem trial it cracked.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A visual review of the returned tibial trial finds a crack starting from the anterior apex back through the edge of the metal insert for the impactor and about 10mm back and thru the ¿n¿ in the word ¿implant¿. There is a blue stain on the medial lip of the device of some unknown material. Gouges can be seen on the edges of the stem flutes. Rounded edges, scratches and wear can be seen over all surfaces of the device. This provisional device has been in the field for over 6 years and it is unknown how many times it has been used. The device history records were reviewed with no deviations or anomalies identified. Dimensions taken are within specification as measured. This device is used for treatment. The per states the surgeon followed the proper technique during use. A complaint history search for the device found no other complaints for the trial part/lot combination. It is unknown how many times the device has been used. The manual orthopaedic surgical instruments states ¿polymer materials have a limited useful life. If polymer surfaces turn ¿chalky,¿ show excessive surface damage, or if polymer devices show excessive distortion or are visibly warped, they should be replaced¿. It also states: ¿if damage or wear is noted that may compromise the function of the instrument, contact your zimmer representative for a replacement.¿ based on the condition received, issue reported was likely wear and tear from use over the 6 years of instrument life.